Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 8/2.25 mm balloon leaked contrast medium at 2 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good.'